Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving gablofen (baclofen) with an unknown dose and concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2017 according to managing healthcare professional (hcp) the patient's mother heard alarms and came into the office. The hcp office interrogated the pump and logs showed that a motor stall occurred on (B)(6) 2017 at 2156. The stall recovered on (B)(6) 2017 at 0310. It was noted the pump had another motor stall on (B)(6) 2017 at 0438 and stall recovered on (B)(6) 2017 at 1539. It was noted there was no known factors that may have led, caused, or contributed to the issue/motor stalls. It was noted a replacement was scheduled. Replacement was scheduled for (B)(6) 2017 in the late afternoon. It was noted the issue was not resolved at time of the report and the patient's status was alive-no injury. It was stated it was unknown and will update and get information at surgery for details on what happened to the product. Patient medical history included cerebral palsy. No symptoms were currently reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned to the manufacturer. Analysis of the pump on 2017-mar-14 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft bearing. Analysis of the pump also revealed high battery resistance. As per the pump¿s log, lioresal with concentration 1,000.0 mcg/ml was being administered at a minimum dose rate of 6.2 mcg/day as of (B)(6) 2016. The previously applied conclusion code is no longer applicable. Correction: the initial report selected recall and notification and also indicated z-0497-2013 in error. The referenced recall does not apply regarding the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the hcp via the representative reported multiple motor stalls and recoveries were confirmed so the pump was replaced on (B)(6) 2017. The representative stated the patient experienced ¿some type of withdrawal¿ symptoms, but the representative had no other details. The representative inquired about trimming and measuring the new sutureless connection with the catheter as the hcp wanted a new connection to the new pump. The pump also contained lioresal and/or gablofen at a concentration of 1000 mcg/ml.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.